Manufacturer narrative:
A2. Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that the blade was in the wrong position. The target lesion was located in the left anterior descending artery (lad). A 10mmx2.50mm wolverine cutting balloon was selected for coronary angiography. Upon opening the device package, it was found that the blade was in the wrong position. The procedure was not completed due to this event. No complications were reported, and the patient was stable.

Event description:
It was reported that the blade was in the wrong position. The target lesion was located in the left anterior descending artery (lad). A 10mmx2.50mm wolverine cutting balloon was selected for coronary angiography. Upon opening the device package, it was found that the blade was in the wrong position. The procedure was not completed due to this event. No complications were reported, and the patient was stable. It was further reported that the patient was sedated with local anesthesia. Also, the blade was not lifted and the cutting wire position was not on the tip. It was further reported that the mandrel/stylet could not be removed.

Manufacturer narrative:
D4: lot number: corrected. A2. Age at time of event: 18 years or older. E1: initial reporter facility name: (B)(6) medical university. E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified no kinks or damages. A visual and tactile examination identified no kinks. However the distal extrusion was stretched down just proximal to the tip. A microscopic examination of the extrusion shaft identified that the extrusion was stretched down onto the product mandrel/stylet. An inspection of the blades confirmed that all three blade segments were fully bonded onto the balloon. There was no damage observed with each of the blade segments. A detailed microscopic examination of the balloon material identified no damages. The balloon was folded. A microscopic examination of the distal edge of the tip found no damage. Attempts to remove the product mandrel/stylet from the device failed. The extrusion was stretched down onto the mandrel/stylet, trapping it inside the device.

Event description:
It was reported that the blade was in the wrong position. The target lesion was located in the left anterior descending artery (lad). A 10mmx2.50mm wolverine cutting balloon was selected for coronary angiography. Upon opening the device package, it was found that the blade was in the wrong position. The procedure was not completed due to this event. No complications were reported, and the patient was stable. It was further reported that the patient was sedated with local anesthesia. Also, the blade was not lifted and the cutting wire position was not on the tip.

Manufacturer narrative:
A2. Age at time of event: 18 years or older. (B)(6).